Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two vital mis closure tops migrated out of their mating bone screws post-operatively. A revision surgery was performed and the construct was replaced with screws from other companies. This is report two of four for this event.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two vital mis closure tops migrated out of their mating bone screws post-operatively. A revision surgery was performed and the construct was replaced with screws from other companies. This is report two of four for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be removed. H6 additional investigation type: 4110. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device was examined. Visual inspection revealed there were signs of usage, but no signs of damage to the closure top. The witness marks from final tightening did not have the classic hourglass marking in the anodize, which could indicate the closure top was not fully seated against the rod when final tightened because the rod was not fully reduced against the bottom surface of the pedicle screw's saddle. X-ray images were provided which show that two closure tops had migrated out of their screws. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to not fully seating the closure tops against the rods. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that two vital mis closure tops migrated out of their mating bone screws post-operatively. A revision surgery was performed and the construct was replaced with screws from other companies. This is report two of four for this event.